Event description:
The customer reported the images were black. This will cause the sys to be unusable due to the inability to see the live image. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.